Manufacturer narrative:
Event summary: based on the returned failure file, system notice (# (B)(4)) was received indicating that ¿the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled¿ and system notice (# (B)(4)) indicating that the ¿refrigerant delivery path was obstructed¿ were triggered multiple times on the date of the event. Upon visual inspection of catheter 2af284 / 49171, results showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. System notice # (B)(4) ¿the safety system has detected blood in the catheter handle, stopped the injection, and disabled the vacuum¿ were triggered when the catheter was connected to the test console. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach was observed. Dissection showed a guide wire lumen breach and kink at 35mm from the tip. In conclusion, balloon catheter 2af284 / 49171 failed the inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.